Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested what was the ¿new intervention¿? What part of the jaws detached? Titanium blade tip; white teflon tissue pad. How was the piece retrieved? Through the trocar; trocar site enlarged; converted to an open procedure. Which generator system was being used? If gen11: if the titanium blade tip broke off, what were the yellow alert screens were displayed prior to the blade breaking? If gen04: if the titanium blade tip broke off, what error screen was displayed prior to the blade breaking?

Event description:
It was reported that during an unknown surgery, one of the jaws detached and fell into the abdomen. It was necessary for a new intervention. Intervention was required to prevent permanent impairment/damage. One device will be returning.

Manufacturer narrative:
(B)(4). Additional information: the device was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched ¿ evidence of contact with metal in or out of the operative field. The device was functionally tested with a generator. During functional testing on the gen11 generator, the ¿instrument error¿ alert was displayed. A probable cause of the device to stop activating and display an instrument error screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as ¿tighten assembly¿ or ¿blade error detected¿ followed by a ¿replace instrument¿ screen later in the procedure, and continued usage can result in a broken blade.